Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate or verify the reported issue. The electronic records from the device were downloaded and reviewed. However, there was no evidence of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not analyze a patient's ECG rhythm when the analyze button was pressed. In this state, the device may not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with all the available patient information. . Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not analyze a patient's ECG rhythm when the analyze button was pressed. In this state, the device may not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however, there was no adverse patient outcome reported.